Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device had an audio anomaly. The device only vibrates but does not make a sound. The customer¿s blood glucose during the incident was 115 mg/dl. Troubleshooting was performed. The device alarmed a hardware low level failure during the self-test. The customer was able to clear the alarm. Another self-test was performed, and the device did not pass. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures(variable 3) was present in the pump trace download and hardware low level failures (variable 3) alarmed during selftest due to broken trace at pin 1 (vdd) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures.